Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose was 353 mg/dl. During troubleshooting with tandem technical support, the customer was reusing the cartridge, tandem technical support educated the customer that reusing the cartridge is considered off label per tandem user guide. The customer successfully changed the pump supplies and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.